Event description:
It was reported that during an endovascular treatment procedure, balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous superficial femoral artery. The 4mmx40mm sterling balloon catheter would not inflate on the first inflation. Back flow of blood was confirmed. The balloon catheter was removed from the patient and a balloon rupture was noted. The physician said that it was possible the balloon was ruptured due to the severely calcified area. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).